Event description:
It was reported that the ventilator was not generating any flow with a disc/sense alarm every time the vent was powered on. The ventilator was not on a patient when the reported problem occurred.